Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated that reservoir lip ring was damaged. Customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.